Manufacturer narrative:
In 2009, acist's medical advisory board member contacted the hospital's charge technologist - radiology and discussed the event. Per this discussion, acist's medical advisory board member and the hospital's charge technologist - radiology state that the root cause of the event is catheter-related dissection. Although there is no evidence of malfunction of the acist angiographic contrast injection system, model cvi, the injection system is requested to be returned to acist for testing, per acist's standard procedure. The cvi injection system has been in use at the hospital since the event occurred. The acist sterile disposable kits were requested to be returned but due to the one-month lapse between the event and the report to acist, these had already been discarded by the hospital.

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) procedure, using the acist angiographic contrast injection system, model cvi and a boston scientific rotablator guidewire, a dissection of a patient's coronary artery and aorta (proximal/mid right coronary artery to aortic bifurcation) occurred. The patient's blood pressure fell to below 90 mmhg systolic and there was evidence of myocardial infarction. Stenting was done to repair the dissection and the patient was placed on a ventilator. The patient remained hospitalized at the time the event was reported to acist in 2009. As of eight days later, the patient has recovered. The hospital's charge technologist - radiology reported that the cause of the event was catheter-induced dissection.